Event description:
Patient was in vtach/vfib. There was no audible alarm heard. Patient's ICD fired repeatedly (x3), as it should have, but patient's rhythm did not convert on 3rd firing. We were not aware of these occurrences until patient expired. We have has system tested and found that it meets manufacturer's specifications. All rooms and monitors tested in this process, and detail is available if requested.